Manufacturer narrative:
A supplemental report is being submitted for device evaluation the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days through (B)(6) 2020 and no alarms were logged within the analyzed period. The reported outflow graft occlusion/obstruction could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Additional product: outflow graft h3:yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿outflow graft, model #: 1125, catalog #: 1125, expiration date: 30-nov-2022, lot#: 17062218, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-nov-2017. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a flattening of the waveform while the patient was lying down. An outflow graft occlusion or obstruction was suspected. An echocardiogram was performed which revealed a severely decreased left ventricular (lv) systolic function. The patient¿s labs will continue to be trended, and the vad and outflow graft remain in use. No patient complications have been reported as a result of this event.